Manufacturer narrative:
Follow-up #1: date of submission 10/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2016 with the following findings: during investigation, the pump powered on to a blank screen with auditory and vibratory alarms. The keypad buttons and display screen were unable to be tested due to the blank display. The keypad rubber was undamaged. The keypad was removed to find no contamination or damage to the button contacts. The pump cover was removed to find moister corrosion to the eeprom and to the keypad flex connector.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.